Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day after implant the patient came into the clinic after there was an alert on the right ventricular (rv) lead for high rv defibrillation coil impedances. The device was interrogated an all readings appeared normal. The patient will continue to be monitored. The alert was turned off and the lead remains in use. No patient complications have been reported as a result of this event.